Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial report was submitted out of caution as there was not enough information at the time of the customer complaint. Subject device received and the device evaluation confirmed the customer's allegation but did not have any reportable malfunctions.

Event description:
The customer reported to olympus, when using the light source, the image is increasingly dropping out even during operations. The connector needs to be replaced. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.